Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the returned product identified minor surface scratches. Dovetail features were found to be flared and compressed with additional damage around the extraction slot and non-articular surfaces. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00598004701 - stemmed tibial component precoat size 5 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 66030203 g2: foreign country: china customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not assemble with the mating tray. The surgical technique was utilized. There was no surgical delay. There was no patient impact. Attempts have been made and all available information has been provided.